Manufacturer narrative:
Reporter: customer (person): mobile: (B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex aaa endovascular graft bifurcated main body experienced issues with the pin vise releasing the top stent during a "bifurcated endoprosthesis implantation in the abdominal aorta" procedure. During implantation, after proper positioning and releasing the trigger wires, there were problems experienced using the pin vise to release the top stent.; it did not open after several attempts. It was necessary to manipulate the aorta through a laparotomy to release the top cap off the top stent and deploy the prosthesis. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation (B)(6). In brazil informed cook on 02oct2020 of an incident involving a zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-28-96-zt from lot: 10199336. It was reported that the top cap could not be advanced off the suprarenal stent during the procedure. A laparotomy was performed to successfully advance the top cap and fully deploy the device. Additional information provided by the customer stated that the no part of the procedure was performed off-label or out of the patient selection criteria. The patient was not on a regimen of antiplatelet or anticoagulation therapy before or after the procedure. The aneurysm neck had no angulation relative to the suprarenal aorta or the long axis of the aaa. The graft was not altered in any way prior to implant. The delivery system was rotated together per IFU instruction. The end of the lunderquist extra stiff wire was located "above the graft (extending only distal from the aortic arch)" during deployment. There were difficulties with top cap removal. The distal trigger wire was released prior to advancing the top cap. The graft was landed in the planned target zone and the patient was fine after the procedure. A review of documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions and quality control of the device, as well as a review of imaging of the delivery system and procedural angiography, was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be performed. However, five images of the delivery system and x-ray (fluoroscopic) screenshots at unknown intervals during deployment were provided by the complaint facility. The provided imaging was reviewed by the cook product manager and investigator. Review of the imaging provided confirmed the reported difficulty advancing the top cap off the suprarenal stent. Contributing factors identified included out of sequence deployment and incorrect location of coda balloon expansion while conducting the IFU troubleshooting sequence. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that there are adequate controls in place to ensure the device was manufactured to specifications. A review of the design history file (dhf) found that the product is safe and effective for its intended use. A review of the device history record (DHR) for 10199336 found no related nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this device lot. The tffb-28-96-zt is a one-device lot, giving no indication of non-conforming product in house. Because there are no related nonconformances, adequate inspection activities in place, objective evidence that the DHR was fully executed, and no other lot-related complaints received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Cook also reviewed product labeling. The instructions for use (IFU), provides the following information related to the reported failure mode: "4 warnings and precautions 4.2 patient selection, treatment and follow-up key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. 4.5 implant procedure the zenith flex aaa endovascular graft incorporates a suprarenal stent with fixation barbs. Exercise extreme caution when manipulating interventional and angiographic devices in the region of the suprarenal stent. 5 adverse effects 5.2 potential adverse effects adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion surgical conversion to open repair 11 directions for use 11.1 bifurcated system 11.1.7 main body proximal (top) deployment caution: during proximal trigger-wire removal, top cap advancement, and subsequent suprarenal stent deployment, verify that the position of the main body wire guide extends just distal to the aortic arch and that support of the system is maximized. 4. Deploy the suprarenal stent by advancing the top cap inner cannula 1 to 2 mm at a time while controlling the position of the main body until the top stent is fully deployed. (Figs. 15 and 16) advance the top cap cannula an additional 1 to 2 cm and then retighten the pin vise to avoid contact with the deployed suprarenal stent. Note: if unable to fully deploy suprarenal stent by advancing the top cap inner cannula, see section 14.2, suprarenal stent deployment troubleshooting. 14 troubleshooting 14.2 suprarenal stent deployment troubleshooting caution: the following steps should be performed only if unable to deploy the suprarenal stent as described in section 11.1.7. 1. If the suprarenal stent cannot be fully deployed by advancing the top cap inner cannula, advance a molding balloon through the contralateral limb of the main body and position it just superior to the bifurcation of the stent graft. 2. To add support to the inner cannula, inflate the balloon to the full diameter of the graft. 3. Loosen the pin vise. (Fig. 14). 4. Stabilize the gray positioner and balloon catheter, and advance the inner cannula to deploy the suprarenal stent. If the suprarenal stent is fully deployed: 5. Tighten the pin vise; deflate and withdraw the balloon. 6. Advance the contralateral wire guide into the thoracic aorta and return to the appropriate step in the instructions for use to complete the procedure. If still unable to fully deploy the suprarenal stent: 5. Tighten the pin vise and deflate the balloon. While maintaining balloon position, stabilize the gray positioner and withdraw the sheath to fully deploy the ipsilateral limb. 6. Remove the safety lock from the ipsilateral limb trigger-wire release mechanism. 7. Withdraw and remove the trigger-wire by sliding the ipsilateral limb trigger-wire release mechanism off the handle, and remove via its slot over the device inner cannula. 8. Loosen the pin vise (fig. 22) and, while maintaining inner cannula position, advance the gray positioner and sheath into the graft until the tip of the gray positioner is approximately 2 cm inferior to the proximal gold markers. (Fig. 46) the advanced gray positioner provides added support to the inner cannula. Note: take care not to advance the graft during gray positioner and sheath advancement. Note: ensure that the tip of the gray positioner is not advanced into the top cap. 9. Lock the pin vise. 10. Verify position of the gold markers inferior to the renal arteries. 11. Reposition molding balloon so that it is seated against the bifurcation. 12. Inflate the balloon to the full diameter of the graft. (Fig. 37) 13. Loosen the pin vise. 14. Stabilize the gray positioner and balloon catheter, and advance the inner cannula to deploy the suprarenal stent. 15. Tighten the pin vise. 16. Deflate the balloon and advance the contralateral wire guide into the thoracic aorta. Note: due to early ipsilateral leg deployment and trigger-wire release, it is suggested to leave the molding balloon in or just above the contralateral limb for use in graft stabilization during placement of the ipsilateral limb." Based on the information provided, examination of imaging, and the results of our investigation, a definitive root cause for the failure can be traced to the user's failure to follow instructions, as there was an out of sequence deployment in accordance with IFU instruction. Difficulty advancing the trigger-wire was most likely related to the premature release of the ipsilateral limb trigger-wire. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, d4 (product lot #, expiration date, product lot # (MDR), UDI), d11, h4 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding event details was received on 28oct2020. During the procedure, despite the issues with the delivery system, the physician was able to land the device in the planned target zone. The delivery system was rotated together as per the IFU. The distal trigger wire was released prior to advancing the top cap. A lunderquist extra stiff wire was used during the procedure, the end of which was located "above the graft (extending only distal from the aortic arch)" during deployment. No part of the procedure was performed off-label or out of the patient selection criteria. The graft was not altered in any way prior to implant. The cook sales representative was present for the case. The patient was not on a regiment of antiplatelet or anticoagulation therapy before or after the procedure. The aneurysm neck had no angulation relative to the suprarenal aorta or the long axis of the aaa. It was reported the patient outcome after the necessary laparotomy is "fine".